Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00755. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the distal vertebral artery (dva) using penumbra coil 400 coils (pc400 coils). Prior to placing coils into the patient, the physician implanted three flow diverting stents from another manufacturer via the right vertebral artery. The aneurysm sac was then accessed via the left vertebral artery for coil embolization. While attempting to advance an initial pc400 coil into the px slim delivery microcatheter (px slim), the physician had difficulty advancing the coil out of its introducer sheath. Upon further manipulation, the physician was still unable to advance the pc400 coil and therefore, the coil was removed. The procedure continued using additional pc400 coils. While attempting to place the last pc400 coil into the dva, the physician retracted the coil and subsequently, the coil unintentionally detached. The pc400 coil extended down from the vertebral/basilar junction approximately six centimeters to the proximal vertebral artery. The procedure was completed at this point with no immediate adverse effects noted. The patient had a follow up angiogram two days post procedure which revealed that the pc400 coil was still in the same location and did not appear to have migrated. There was no report of an adverse effect to the patient.